Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a1, b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that at processing the device gears are missing teeth and is not meshing through tissue. No harm or delay to a procedure. No additional information indicated. No adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information is available.